Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. The bag to vent microswitch was recommended for replacement to resolve the issue.

Event description:
The hospital reported the bag to vent switch was not switching from one mode to the other preventing the selection of the desired mode of ventilation. There was no report of patient involvement.